Event description:
It was reported that customer experienced cartridge alarm 30 during load process despite following prompts, and had previously encountered cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump, confirmed shipping address, provided instructions for storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.